Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient had a bladder infection, which once cleared up stopped the patient's symptoms.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient had an outpatient surgery on (B)(6) 2015 and turned the implant off. The outpatient surgery was not related to the device or therapy. The patient had some work done on their tendons. The patient turned it back on, but ever since (B)(6) 2015 it was just not working. The patient was peeing all over the place and the therapy was turned on. The patient had a return of symptoms and it had been a nightmare. The patient was tired of being wet. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.